Event description:
It was reported the pt (B)(6) is not receiving therapy relief. Surgical intervention will be undertaken to explant the ipg at the patient's request. The lead will remain in-situ.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.